Manufacturer narrative:
Device manufacture date: the lot was manufactured between 12/02/2017 - 12/14/2017. The device was received for evaluation. The bottom right corner was cut where the customer likely drained the contents. Visual and magnified inspections were performed and revealed a tear/hole in the left side seam at the edge of the returned sample. Functional testing was performed and a leak was observed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the edge. There was no patient involvement. No additional information is available.